Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio sync meter was reading inaccurately high compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient could not recall when the alleged inaccuracy occurred but stated that they had obtained blood glucose readings of "239, 103, 262 and 176mg/dl" with the subject meter and a result of "102mg/dl" on another "verio" meter within 30 minutes of each other. The patient manages their diabetes with insulin (unspecified dosages of novolog and lantus), and denied making any changes to their diabetes management regimen as a result of the alleged product issue. "Several days" after obtaining these alleged inaccurate results the patient claims to have "lost feeling in both legs" and also became "numb." In response to these symptoms the patient self-treated by taking a "1:20 ratio" of insulin over the course of several days. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient was unable to walk through a control solution test. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because some of the alleged glucose results exceed lfs's criteria for accuracy.